Event description:
Boston scientific received information that this product was part of an infection with endocarditis. This patient was hospitalized due to not feeling well with flu symptoms and was treated with intravenous and oral antibiotics. The physician believed that the patient may have vegetation on the competitor leads. This patient was scheduled for an echocardiogram. There were no additional adverse effects reported. The product remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.